Event description:
Patient revised for on going infection. **update** 12/22/2011 - litigation papers received. Liner and head added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Degenerative arthritis, hypothyroidism, gastroesophageal reflux disease, spondylolisthesis, back pain, cellulitis and abscess of leg, hypotension, l4-5 fusion.

Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers received. Liner and head added to complaint. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.